Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the cord on the motor device had holes in it and the device ran in the load position; was powerbroken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device cord was cut and the device was power broken. Therefore, the reported condition was confirmed. It was determined that the cut in cord was due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use which is also user error. It was determined that the cause of the device being powerbroken was failure to follow the directions for use and running the device in the safe or load position, which is also user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.